Event description:
Additional information received indicated the lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high capture threshold and high impedance was observed on the right ventricular (rv) lead. Abbott technical support suspected lead encapsulation to be the cause of the event. However, this was not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.